Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient reported feeling extracardiac stimulation. Physician reported that this was related to the left ventricular lead. The device was reprogrammed to resolve the issue. No patient symptoms were reported post resolution.